Manufacturer narrative:
Additional information was received on 6/26/16. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The trigger cord and barrel was returned for evaluation. The barrel that was returned did not have bands on it. The trigger cord was measured and measured at 106 cm from the knot at the distal end. The trigger cord appeared to be cut 106 cm from the most distal knot. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified. The beads were examined and found to be correct. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." The system preparation in the instructions for use states: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." A possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. The instructions for use directs the user to "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment." Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the "knot must be seated into hole or handle will not function properly." The instructions for use direct the user to "place handle in two-way position and loosen trigger cord slightly." If the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscope procedure, the physician used a cook 6 shooter saeed multi-band ligator. After loading the mbl-6 [6 shooter saeed multi-band ligator] the physician shot the 1st band. Simultaneously, string and 6 bands were all shot out to the variceal tissue [premature deployment], and they didn't move at all. The physician realized that it was a serious problem, so he cut the string right away. He mentioned "I used mbl-6 for 20 years, but it was really the first time like this kind of malfunction." Event description clarification was received on 6/26/16: "after loading the mbl-6, the physician tried to shoot the first band but didn't move at all, just like all the device were locked [bands were stuck in the product and unable to be deployed]. The doctor realized that it was a serious problem, so he cut the string right away. He mentioned I used mbl-6 for 20 years, but it was really the first time like this kind of malfunction."

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The trigger cord and barrel was returned for evaluation. The barrel that was returned did not have bands on it. The trigger cord was measured and measured at 106 cm from the knot at the distal end. The trigger cord appeared to be cut 106 cm from the most distal knot. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified. The beads were examined and found to be correct. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." System preparation in the instructions for use states: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." A possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. The instructions for use directs the user to "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment". Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscope procedure, the physician used a cook 6 shooter saeed multi-band ligator. After loading the mbl-6 [6 shooter saeed multi-band ligator] the physician shot the first band. Simultaneously, string [trigger cord] and six (6) bands were all shot out to the variceal tissue, and they didn't move at all. The physician realized that it was a serious problem, so he cut the string right away. He mentioned "I used mbl-6 for 20 years, but it was really the first time like this kind of malfunction."